Event description:
It was later reported that the patient missed the refill due to her own schedule. The pump was not refilled before there was less than 1ml left. There were no signs or symptoms associated with the event.

Event description:
2013 (B)(6), ((B)(4)): it was reported that the patient missed her refill on (B)(6) 2013. The last refill was (B)(6) 2013. The patient was uncertain of when her alarm date was supposed to be, but thought it may have been (B)(6). At the time of the report, the patient was not experiencing any symptoms and the pump was not alarming. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).